Event description:
It was reported that during a drg permanent implant procedure on (B)(6) 2022 the physician noticed an increase in the amount of fluid drainage. The physician performed a blood patch during the procedure to address the issue as a prophylactic measure. Additionally, the patient did not report experiencing any symptoms of a cerebrospinal fluid lead following the surgery. It is unknown which lead is liable.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8583633.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.